Event description:
It was reported that the tip of the unit broke off into the patient, but was retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. This product has been evaluated in verification testing to withstand many cycles in a hard bone analogue without failure to greater than 20 holes; it is also possible that in this instance, the bone was harder and represents as small majority of patient anatomy across the spectrum of use. Based on the available information from the sales rep, the surgeon skived underneath the drill and the drill tip broke. Also, based on the fact that the drill coils appear to have expanded near the area where the drill tip broke, it is likely the surgeon was drilling in reverse. The coils are designed to only be drilled in the forward direction. It is suggested that the following steps are followed to alleviate drill breakage: the surgeon should hold both the drill and the guide. The surgeon should hold the guide flush against the patient bone. If the surgeon skives, he/she should check the drill before continuing surgery. The surgeon should always drill in forward. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit broke off into the patient, but was retrieved successfully.